Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During syringe and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined as all preventative maintenance checks of barrel clamp calibrations were in specification. Replaced timing plate springs and tapered spring as a preventive measure. Performed preventative maintenance and all functional testing passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the syringe sensor not working, alarming. No patient injury was reported.